Manufacturer narrative:
The manufacturer previously reported information alleging visualization of black particles in the humidifier. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This device is part of recall z-1658-2022 in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section h7 and h9 updated to add recall information.

Event description:
The manufacturer received information alleging visualization of black particles in the humidifier. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.